Event description:
On (B)(6) 2011, the patient reported the middle of the display of his infusion device "looks as if ink is leaking." He noticed the issue on (B)(6) 2011 while disconnecting to shower. He stated the damage blocks the area where units of insulin is displayed and makes it difficult to see basal rates and bolus amounts. He stated the infusion device has not been dropped or exposed to extreme temperatures. No physiological effects were reported. He switched to his backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.